Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to "malt germ". It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified drugs for the event (no further details). At the time of this report, the patient was recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of the treatment. No additional information is available as the reporter declined follow up.